Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of sharps disposals experienced the safeclip not clipping/jammed which was noted prior to use. The following information was provided by the initial reporter: in communication with the patient's healthcare, it is reported that for a week it is not possible to use the safe-clip, when attempting to introduce the needle into the hole it is found obstructed or covered by something. "It covers needles the fault that evidences, it does not introduce the needle into the cut hole, it indicates to open it a little more but the needle still does not enter."

Manufacturer narrative:
H.6. Investigation summary customer returned (1) bd safe clip from lot # 7177532. Customer states that the needle does not enter. The returned sample was examined and exhibited the cutting hole blocked with needles and other material. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of sharps disposals experienced the safeclip not clipping/jammed which was noted prior to use. The following information was provided by the initial reporter: in communication with the patient's healthcare, it is reported that for a week it is not possible to use the safe-clip, when attempting to introduce the needle into the hole it is found obstructed or covered by something. "It covers needles the fault that evidences, it does not introduce the needle into the cut hole, it indicates to open it a little more but the needle still does not enter".